Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a patient with a red eye and exudates in the pupillary region following an intraocular lens (iol) implant procedure. The patient was treated with medication injection treatments daily. The symptoms improved. The lens remains implanted.